Event description:
It was reported that during a pci procedure, the shaft of the liberte' monorail stent delivery system broke during advancement. The heavily calcified and highly tortuous lesion was located in the left circumflex (lcx) coronary artery. The device was successfully removed. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is reported "safe". Additional information has requested.